Event description:
It was reported that there was leakage near the fill port during the filling of an infusor lv5 with an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The device was received with fluid in the reservoir. The reported condition of a leak was confirmed. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage was observed at the fill-port. Visual examination of the disassembled unit revealed the cause of the leak was a 0.25-mm particle of glass trapped between the check band and the stress member. The glass fragment was introduced into the fluid pathway during fill without the use of a filter.